Event description:
It was reported that during use, the device would drop twenty degrees centigrade for a short period of time and then regain the proper temperature during circulation. No delay in therapy or pt effect was reported. (B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. A maquet service technician tested the device to factory specs and could not reproduce the reported failure. The device was returned to service. A supplemental medwatch will be submitted if add'l info becomes available.